Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had high impedances on the left lead and experienced ineffective stimulation on the right side. Surgical intervention was undertaken wherein the leads were explanted and one new lead was implanted to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.